Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as abdominal pain and vomiting. The customer also stated that the insulin pump was not working. Customer states the drive support cap appears normal. The customer was treated with insulin pump and manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.